Event description:
It was reported that a pump door will not close. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The device was found to have the reported symptom of "door will not close" and to alarm "door not fully latched" due to the right alignment pin of the upstream sensor being not fully seated. This caused the hook adjustment to be incorrect along with the front case shimming. The upstream sensor will be replaced.